Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was elevated. The device serial number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.